Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The log files shows that the software was updated and no error code was visible, hence the device was placed to clinical use. The technical support suspected a user interface issue and that was resolved with a restart. Vyaire advised the customer to note if the reported issue recur.

Event description:
The customer reported that during the software upgrade of the bellavista 1000, the user interface failsafe alarm was triggered. There is no information about patient involvement in this reported event.

Manufacturer narrative:
Result of investigation: log tool was evaluated exact root cause of the software issue is unknown cannot be determined. The software was updated from revision 4.2.300.0 to revision 4.3.260.0 after restart the issue was resolved.